Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the posterior cerebral artery using a penumbra system red 43 reperfusion catheter (red43), a guide catheter, a non-penumbra microcatheter, and a guidewire. It should be noted that the patient's anatomy was moderately tortuous and mildly calcified. During the procedure, the physician positioned the guide catheter at the origin of the left vertebral artery, then advanced the red43, the microcatheter, and the guidewire to the target location. After performing a pass using the red43, the physician experienced resistance while retracting the red43 and believed it to be positioned at the severely stenotic and angulated origin segment of the vertebral artery. The physician decided to continue retracting the red43 against resistance into the distal end of the guide catheter. While attempting to retract the red43 further into the guide catheter, the physician experienced more resistance. Therefore, the red43 and the guide catheter were removed together from the patient. Upon removal, the physician noticed that the distal end of the red43 was fractured and the fractured part was contained within the guide catheter. After confirming successful reperfusion of the posterior cerebral artery, no additional passes were required and the procedure was considered completed. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned penumbra system red 43 reperfusion catheter (red43) confirmed that the device was fractured on its distal length. Evaluation revealed stretching proximal to the fractured site indicating that the red43 likely stretched prior to fracturing. If the red43 is retracted against resistance during use, damage such as stretching and subsequent fracture may occur. The reported moderately tortuous and mildly calcified anatomy may have contributed to the resistance. Further evaluation of the device revealed kinks and ovalization on the catheter. This damage is incidental to the complaint and the root cause could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.